Event description:
It was later reported there was a catheter tear at the spinous process. It was indicated that on (B)(6) 2012 it was a catheter break/revision.

Event description:
Additional information indicated that the patient's catheter was replaced in (B)(6) 2012 due to a catheter kink. The patient stated that every time she went in, she ended up with spinal fluid headaches. The patient stated that she wondered if the stuff she was doing contributed to the device problems. The medication used within the system was baclofen. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Event description:
It was reported that the patient experienced increased tone in (B)(6) 2012. An x-ray showed a "disruption" of the catheter at the l3-4 spinal level. The patient was awaiting a catheter revision at the time of the report. No further information was provided on this event. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).